Event description:
It was reported that while the patient played sports the cannula dislodged and bent. The patient's blood glucose (bg) level rose over 250 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. As treatment, the patient successfully applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.